Event description:
A unknown guidewire was returned together with (B)(4). Based on available information, it is unclear whether the returned guidewire was used in the same procedure and there was no reported allegation by the physician against the guidewire used in the procedure. On analysis of the returned device, it was found that the guidewire tip appeared to have been shaped, the guidewire was noted to be kinked/bent, the guidewire ptfe coating was noted to be peeling in multiple areas, the guidewire was noted to have a coating issue that resembled 'bumps' and the core wire distal end was observed through the distal tip dome. No other information is available.

Manufacturer narrative:
Summary attached: updated. Device evaluated by mfg: updated. Product available to stryker: updated. Returned to manufacturer on: updated. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire tip appeared to have been shaped, the guidewire was noted to be kinked/bent at the proximal end, the guidewire ptfe coating was noted to be peeling in multiple areas at the proximal end, the guidewire was noted to have a coating issue that resembled 'bumps' beginning at the proximal end and the core wire distal end was observed through the distal tip dome. Functional inspection: not required. A labeling review and risk assessment could not be performed because the reported issue with the subject device was unknown/unclear. The device was returned together with (B)(4). Based on available information, it is unclear whether the returned guidewire was used in the same procedure as (B)(4) and it was noted by the physician that there had been no allegation against the wire used in the procedure. During analysis, the returned guidewire was found to be kinked/bent at 183cm from the proximal end, the guidewire ptfe coating was noted to be peeling in multiple locations up to approximately 130cm from the proximal end, and small bumps were noted on the ptfe coating beginning at approximately 140cm from the proximal end. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analyzed (aa) 'guidewire kinked/bent', 'guidewire ptfe coating peeling' and 'guidewire coating issue' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.